Event description:
Philips received a complaint by the customer on the v60 indicating that the device was showing low tidal volume and leak of 155-200. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. This investigation is ongoing.

Manufacturer narrative:
A hospital mechanical engineer (me) evaluated the device after it was returned from respiratory storage for troubleshooting following the reported concern. The device was evaluated on 16feb2026, and testing was performed using a test lung with multiple setup configurations and ventilator settings in an attempt to reproduce the reported condition. During the evaluation, the technician was unable to duplicate the reported issue. It was observed that the initial setup did not include a proximal line, which may have contributed to the reported error and suggests a potential setup-related condition. As a precautionary measure, the flow sensors were recalibrated, and the device underwent functional testing. Following the evaluation, the device operated as intended and passed all testing, with no device malfunction identified. The ventilator was returned to service on 9mar2026. Based on the available information and service assessment, the reported condition could not be reproduced and may have been related to device setup or configuration rather than a device malfunction. The investigation concludes that no further action is required at this time. If additional information becomes available, the complaint file will be reopened for further evaluation.